Event description:
In 2001 skin integrity management team identified stage I pressure area on left anterior ankle. A new afo boot had been applied as a pressure relief device due to pressure area on left heel. The afo boot was noted to have caused pressure at the left anterior ankle from a crease at the velcro closure part on the afo boot. (Two add'l pt's were indentified with the same pressure areas in the same areas from the new afo boots in 2001. The new afo boots were compared with older afo boots and there was a descrepancy in measurement and fabric was thinner when comparing new and old afo boots.